Event description:
User receiving erroneous results for sodium and bicarbonate that are not repeating consistently with initial results. Three patient samples are involved. Two examples are provided. Sample 1 initial bicarbonate result 24 meq/l, repeated manually gave 37 meq/l and 25 meq/l. Sample 2 initial sodium result 150 mmol/l, repeat 132 mmol/l. Erroneous results were not reported. The field service representative determined there was contamination in the instrument. He decontaminated the instrument and the water bath. The user changed the sipper tubing and pinch valve tubing. Performance tests were performed.